Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The base array may be bent. I could not get the cutter check to pass during a tka procedure. We changed out the base array eventually and were able to pass. There was a thirty minute delay in surgery yes patient was under anesthesia don't have identifier. This was a tka procedure.

Event description:
The base array may be bent. I could not get the cutter check to pass during a tka procedure. We changed out the base array eventually and we¿re able to pass. There was a thirty minute delay in surgery?. Yes, patient was under anesthesia don¿t have identifier. This was a tka procedure.

Manufacturer narrative:
It was reported that the arrays was bent. The product was unavailable for inspection as the product was not returned. Review of the product history records indicate 128 devices were manufactured under lot no 19060116 and accepted into final stock on 09/08/2016. No non-conformances were identified during inspection. A review of complaints in catsweb and trackwise related to p/n 112227, lot 19060116 shows no additional complaints related to the failure in this investigation. The failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be re-opened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.